Event description:
A patient was undergoing a laparoscopic sigmoid colectomy. After placing two right-sided lateral trocars and using graspers, the sigmoid colon was mobilized. A ligasure device was then used through the right lateral trocar and the handle could not be engaged to activate the device. The "jaws" would not open. The device was replaced with another ligasure and the procedure continued. There was no patient injury.